Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via left radial artery. The 36mm x 5.0mm, concentric, de novo target lesion was located in the non tortuous and mildly calcified left anterior descending artery. Following predilitation, a 4.00 x 38 synergy drug-eluting stent was deployed but it was noticed that that the middle of the stent was fractured. The procedure was completed by placing another stent to secure the fractured device in place. No patient serious injury or adverse event were reported and the patient's status was stable.